Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was reported impact to customer's blood glucose was 410 mg/dl. Customer changed the cartridge to resolve the issue.